Manufacturer narrative:
(B)(4). A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The facility reported a colleague infusion pump with a malfunction of cracked clamp mount. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the biomed department. The contact did not know if there was patient/user involvement, injury or medical intervention. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of "cracked clamp mount" was confirmed during product evaluation. The root cause was not identified. No repairs have been performed due to the customer's refusal of estimate, no further correction was made concerning this event and the pump was returned unrepaired. Should additional information be received, a follow-up medwatch will be submitted.